Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant did not engage the driver so when we tried to place the implant at tooth location #23, it fell off the driver and went on the floor. We opened a new implant and placed it with the same driver with no issues.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use. However, during a functional test with an in-house mating mount and an in-house driver the implant engaged and retained as intended. No apparent malfunction was identified. Implant matched prints where measured. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used. Therefore, based on the available information, implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.